Event description:
Per the audiologist, the patient reportedly experienced pain, dizziness and feelings of nausea with use of the device. The device was explanted (B) (6) 2010 with no plans for implantation.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and received a result of 45 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer was contacted after the initial call about returning her test strips. The customer stated that she disposed of the test strips, so no product will be returned.